Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that elective replacement indicator triggered in less than 5 years. Follow-up revealed there may be premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.